Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. The visual inspection of the photograph shows both products after use with the product label and the lot information only. The barcode is not visible. The photo shows a red marked area (head area) with the possible leakage location. The reported condition could not be verified by the visual inspection of the photograph. Due to the nature of the sample, no further evaluation could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header cap of two (2) polyflux 170h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.